Event description:
During incoming inspection, the distributor rejected this device, 0033100, surgical suction instrument, 10fr w/control vent & obturator, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received 40 of item 0033100 in unopened original packaging. Performed a visual inspection of the device, there were signs of a potential breach. 10 of the devices had visible breaches where the item had poked through the heat seal. Performed a functional inspection; the devices were dye leak tested which indicated that the packaging of 6 more devices had insufficient heat seal on the packages and caused a leakage. However, the remaining 24 packages had no leakage at all. Root cause cannot be determined, however, based upon evaluation of the device and IFU; a possible cause of this event could be that the packages were improperly sealed. A two-year lot history review shows a total of 16 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 34 reports, regarding 114 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.